Event description:
Add'l info rec'd from MFR 10/27/03: in response to letter dated sept 8, 2003, and as discussed in 10/2003, co has reviewed data from its complaint handling system and identified that this user facility medwatch was reviewed, addressed and assigned its investigation number p03-0659 on 09/2003. The catalog number (4360-00-053, lot number 1366392) of the primary device involved is for an inter-op hemispherical porous shell with sealed screwholes size 53mm. Surgical removal of the device was based on it being a recalled sulzer orthopedics, inc (centerpulse orthopedics, inc) shell. Reporting of these devices was halted once centerpulse orthopedics, inc received remedial action exemption #e2001017 from monitoring branch division of surveillance systems office of surveillance and biometrics, center for devices and radiographic health. As a result centerpulse orthopedics, inc will not be reporting/forwarding a mandatory medwatch for this event.

Event description:
Pt had total hip arthroplasty for post-traumatic osteonecrosis of femoral head in 1999. In 2003 a resection of the right hip arthroplasty was done with implantation of antibiotic beads due to an infection. Removal also indicated due to report of recall by MFR.